Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #00902602900, versys femoral head, lot #13009600. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to eccentric poly wear and instability.

Manufacturer narrative:
No device or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.